Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The representative was not informed until the device was already explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient has retained legal counsel. The legal claim asserts that following the device replacement procedure due to a battery depletion anomaly, the patient was re-admitted to the hospital due to post-procedure complaints. The legal claim did not provide any further detail regarding the reason the patient was re-admitted. The (B)(4) field representative who was contacted to check the patient's device in the hospital confirmed he was not aware that the device had been replaced with a competitor device until the patient informed him. The field representative was unaware of why the patient was re-admitted to the hospital.